Manufacturer narrative:
Detailed product information for the reservoir was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1000455064. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly. A surgical procedure was performed, during which a hole in the left cylinder was identified. The left cylinder and the pump were replaced. No patient complications were reported.